Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the tubing eroding through the infrapubic incision resulting in an infection. The ipp was explanted and replaced with a malleable penile prosthesis to allow the infection to heal. There were no additional patient complications reported.